Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 issue unit. Customer (B)(6) called in for help on 8100 unit. Has software fault error the software on the unit is corrupt. Which he will need to reflash the software on the unit use the asm software if the flash fails retry and if it continue to fail then he has a logic board issue will need to be replace.